Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functional.  The cause for the failure was a missing cover and damaged response button switch.  The root cause for the damaged switch could not be positively identified.   No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were not working.